Event description:
This report is being filed as the clip detached from the posterior leaflet but remained on the anterior leaflet. The patient was hospitalized with symptomatic severe mr which was medically treated. It was reported that a mitraclip procedure was performed on (B)(6) 2013 and one clip was implanted. There were no device issues during the procedure. The imaging was not ideal, but leaflet insertion assessment was satisfactory. Post procedure, the patient's mixed mitral regurgitation (mr) grade was reduced from 4+ to 1 and the patient was discharged. The patient returned to the hospital on an unspecified date with symptomatic (shortness of breath-heart failure) severe mr. The echocardiogram showed the clip had detached from the posterior leaflet and was stable. There was no damage to the posterior leaflet due to the clip detachment. The patient was being medically treated. It is unknown if the patient will undergo another mitraclip procedure and the physician will evaluate the patient in the beginning of (B)(6) 2014. No additional information provided.

Event description:
Subsequent to the previously filed medwatch, additional information indicated that as of (B)(6) 2014, the patient is reported as "doing about the same" and had been discharged from the hospital about a month ago. The physician is weighing possible options for treatment. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated as (B)(6) 2013 as the date of the symptomatic severe mr diagnosis was not specified. The mitraclip remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, an analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). In manufacturing, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components functioned as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. There were no reported issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that during procedure, the imaging was not ideal; therefore, the reported slda was most likely related to procedural conditions and not a product quality deficiency. Reportedly, the mitral regurgitation (mr) grade increased due to the slda of the implanted clip from the posterior leaflet. Thus, the most probable cause of mr was likely due to the slda. Dyspnea and heart failure was most likely a secondary effect of the mr. The reported patient effects of mr, dyspnea and heart failure are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. A query of the electronic complaint handling system did not reveal any other incidents reported for the same issue. Based on the information reviewed, there is no indication of a product deficiency.